Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of inaccurate delivery of insulin was confirmed by the facility to have been a user programming error, despite not being replicated during device laboratory testing or confirmed through review of the available device logs. The inspection and testing of the pump module did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications and did not show any signs of unregulated flow occurring. All inspected parts were manufactured by bd. Due to the memory limitations of the pcu, the event log was overwritten from prolonged use and does not show any recorded activity from the date of the incident (12jun2025). The earliest recorded activity was from 15jun2025. The incident pump module had been infusing an unknown drug at a concentration of 100 units/100 ml (non-weight based) and a rate of 3 ml/hr since at least 15jun2025 at 6:21 pm. On 16jun2025, at 12:21 am, the pump module alarmed for accumulated air. The door was opened and closed again, and the infusion was restarted. At 7:57 am the dose was changed to 2 units/hr, changing the rate to 2 ml/hr. Then, at 8:05 the unit was channeled off. The system was powered off at 9:30 pm. The total volume infused between 15jun2025 at 12:21 am and 16jun2025 at 8:05 am was calculated at 22.91 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. It was noted that the suspect pump module was kept in use until 27jun2025 at 5:31 am, with no malfunctions or issues reported during this time. The bd alaris user manual (v9.33) contains guidelines for weight-based infusions and non-weight-based infusions. Despite the identification of third-party parts, they were not found to be contributing factors to the reported event since the device was operating as intended during testing. Root cause: the root cause of the reported incident was not determined through inspection of the device or analysis of the logs; however, it was confirmed by the facility to have been a user programming error. No anomalies were observed with the suspect pcu or pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification during testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Note that this report lists imdrf annex a040502, a1801, c0601, d0302, d15, g02017, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an inaccurate delivery of insulin. Insulin was ordered to infuse 11 units/hr; however, when the nurse scanned the order, the infusion began at a rate of 0.05 units/kg/hr. Additional information received: the patient did become tachycardic after the massive insulin bolus, required IV dextrose and a continuous infusion of dextrose. Additionally, the patient was monitored in the intensive care unit for 24 hours without further signs of hypoglycemia or hemodynamic instability. The patient ultimately recovered with no long-term effects.